Event description:
It was reported that the pt underwent a sling procedure. The pt developed an infection following the procedure. During a re-operation in 2003, it was determined that the intestine was punctured during the placement of the sling.